Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The battery compartment is reportedly cracked and the battery cap damaged. The battery cap is not able to secure properly to the pump per the reporter. The reporter stated the battery cap had been replaced one-to-three months ago. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2019 with the following findings: during a visual inspection of the pump, a battery compartment crack was observed. The battery cap was not returned with the pump for testing. A test battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.